Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient experience a migration of the system due to a patient condition. Both lead were dislodge and the device migrated. A system repositioning was scheduled. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient experience a migration of the system due to a patient condition. Both lead were dislodge and the device migrated. The system has been repositioned. No adverse patient effects were reported.